Event description:
It was reported that patient complications occurred requiring additional intervention. The patient underwent a cardiac angiogram of the right coronary artery (rca) and left coronary artery (lca) via right radial access. A significant proximal stenosed target lesion was identified in the non-tortuous, non-calcified left anterior descending (lad) artery and was treated with percutaneous transluminal coronary angioplasty (ptca) using a 3.0 x 15mm non-boston scientific (bsc) balloon catheter, followed by implantation of a 2.75 x 38mm synergy xd drug-eluting stent (des). Post-dilation was performed with a 3.50 x 20mm nc emerge balloon catheter, and the procedure was completed successfully in less than one hour, and the patient remained stable throughout. Shortly after transfer to the intensive care unit (ICU) for routine monitoring, the patient developed severe progressively worsening chest pain and became sweating. At the time, the physician was performing another procedure which needed to be completed. Approximately two hours later, the patient returned to the catheterization laboratory, where repeat coronary angiography via right femoral access revealed thrombotic occlusion of the previously implanted proximal lad synergy xd stent. The physician indicated that a possible allergic reaction to the platinum-chromium stent material may have contributed to the thrombosis; however, this was not confirmed. Ptca of the occluded stent was performed using a 2.5 x 18mm non-bsc balloon catheter, followed by a non-bsc intravascular ultrasound (ivus) assessment of the lad. A 2.75 x 38mm non-bsc stent was implanted within the previously deployed synergy xd stent, and an additional 3.5 x 15mm non-bsc stent was implanted from the proximal lad into the left main stem. Further optimization included post-dilatation of the left main stem and ptca of the diagonal branch using 2.5 x 12mm non-bsc balloon catheters. Upon completion of the intervention, a non-bsc closure device was used. The repeat procedure lasted approximately 90 minutes. A temporary pacemaker was used as a precaution, and standard dose clopidogrel was administered during both procedures. It was also noted that the patient had an aspirin allergy. Following the intervention, the patient remained comfortable and stable with no further complications. The patient was monitored overnight and was expected to make a full recovery.